Manufacturer narrative:
(B)(4). Event date: 2011. Medical product: gender solutions female (gsf) femoral component porous catalog # 00541601502 lot # 61088277. Porous coated stemmed tibial baseplate catalog # 621201220 lot # 60888493. Articular surface catalog # 00542402111 lot # 60992954. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01100, 0001822565-2022-01102, 0001822565-2022-01103 . Product location unknown.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Medical records review indicates no complication during the initial surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.